Event description:
It was reported that cgm displayed error message that prevented normal sensor use. There was no reported impact to the customer¿s blood glucose level. Caller contacted support, was guided through complete pump reset, confirmed error did not return after reset, and successfully started new sensor session, with no additional information received regarding any further outcome.